Event description:
Unomedical reference number (B)(4). Event occurred in ireland it was reported that patient faced infusion set occlusion at infusion site on (B)(6) 2024. The event occurred after 3 hours of insertion. The insertion site was at abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.